Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the first inflation near 6 atmospheres for 2 to 3 seconds, the balloon ruptured at the mid part. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.